Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. This analysis was performed by depuy france bioengineer. It was concluded that it is not possible to see on the xray if the glenosphere was properly assembled on the metaglene during the initial implantation. A such glenosphere disassembly can be explained by an incorrect taper connection between the glenosphere and the metaglene. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Revision of shoulder surgery. Delta xtend with a glenosphere had come loose and was replaced.